Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented for a routine battery replacement. When the new generator was implanted, high impedance was seen. It was determined that the leads were the problem. The surgeon did not have time that day for a lead revision, so the patient was scheduled at a later date. The lead was later replaced, and impedance was within normal limits. Impedance was within normal limits with the new lead. The explanted lead is not available for return to the manufacturer, indicating that it has likely been discarded.

Event description:
New information was received indicating that high impedance was seen prior than previously reported.